Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of complaint history on the listed parts revealed no prior complaints for the listed batch. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Products were sterilized according to sterilization release documentation from quality control. Our clinical evaluation noted that based on the available information, the cause of this revision of the poly insert was, as documented the infection and not device related. No information on the patient¿s current status was provided at this time. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported a revision surgery in which the poly insert was exchange.